Manufacturer narrative:
Follow-up # 1 date of submission 5/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 4/20/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. The battery cap was not returned with the pump and a test cap was used to complete the investigation. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.